Manufacturer narrative:
Product complaint (B)(4), the device catalog number is unknown; therefore, UDI is unavailable. Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint: it was reported that "the patient is a former orthopedic surgeon who had bi-lateral hip replacements in (B)(6) 2022. He had a revision surgery shortly after to replace a disassociated liner in his pinnacle shell. I believe the issue is in his left hip. The surgeon called me yesterday (B)(6) 2022) after getting my contact information from a former colleague. He was recently (I believe over the weekend) playing golf, placed his foot on the golf cart to tie his shoe, and felt like he impinged on the femoral stem and started to subluxate the femoral head as he was tying his shoe. He did not dislocate the femoral head, however, he has had some residual pain since this occurrence. Separately, he mentioned that he has multiple discs fused in his lumbar spine region. The surgeon called to ask about the product and gain my thoughts into why he was impinging. He stated that he impinged on the original liner he had which led to a disassociation of the liner and a revision surgery back in may. He asked if there were other options to go in the pinnacle shell, specifically a constrained liner. It was explained to him that we do have constrained liners as well as a dual mobility liner that mate with pinnacle shells, but he would need to discuss these options with his surgeon."